Event description:
During the procedure, the instrument was closed and retracted back into the black plastic sheath. The plastic cracked as its distal end as the instrument was being retracted. It snagged on the edge of the trocar and a piece of the plastic peeled away from the instrument while the instrument was being removed from the trocar. The piece was successfully retreived from the abdominal cavity with no injury to pt.